Manufacturer narrative:
The sensor was broken into two pieces and the end cap of the sensor was separate from the sensor. The RMA was authorized, and all broken pieces were received a visual inspection confirmed that the end cap was separated from the rest of the sensor. The end cap was not returned to senseonics. All pieces of the broken sensor were successfully removed from the patient's arm. No further confirmation or investigation of this complaint is possible. The breakage was most likely due to excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the user's tissue may encapsulate the sensor, making it difficult to remove. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. B4.date of this report 24 july 2024. G3. Date received by the manufacturer? 22 july 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4311.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On june 11, 2024, senseonics was made aware of an incident where the distal tip of the sensor broke during the removal procedure. All fragments of the broken sensor were successfully removed.